Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead tested normally through the analyzer, but when connected to the device, there was loss of capture at increased outputs. Troubleshooting was performed, including reprogramming and diagnostic testing. The pocket was reopened and the device was explanted and replaced as a last resort to troubleshoot. The new device had the same non-capture observation so the pacing lead was removed from the his location and was replaced with a new lead in the rv apex. Further troubleshooting found that the threshold was rate dependent, the slower the pacing rate, the higher the threshold. The ipg and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.